Event description:
The customer reported significantly diminished tissue vaporization while using a side-firing surgical fiber during a prostate procedure; the issue occurred at 10,038 joules of use. The case was completed using a second fiber without further issue. There was no injury reported.

Manufacturer narrative:
The device was returned to the MFR and analyzed. The customer's initial report of diminished tissue vaporization during the procedure is not considered a reportable issue. Upon analysis of the returned fiber, the fiber's glass cap was found to be fractured and partially broken off. There was no indication or report of any part of the device remaining inside the pt. Based on the analysis findings, the fiber condition could result in a forward firing condition of the side-firing surgical fiber and has been identified as a potential safety issue. There was no injury reported as a result of this event. The root cause of the device failure was determined to be heat accumulation, likely due to tissue contact and or and anatomical/procedural factors encountered during the procedure. The product labeling warns that tissue contact, tissue probing and bending fiber at sharp angles may cause fiber damge or breakage.